Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 624492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: three views of the left hand demonstrate normal position and alignment. There is normal ossification. No soft tissue" abnormalities are identified. No osseous abnormalities are identified. Concurrent conditions included back pain and pain in lumbar spine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel, heightened all allergies"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: hives") and pain ("whole body pain"). The patient was treated with surgery (to remove the essure implant/tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, urticaria, fatigue and pain outcome was unknown. The reporter considered allergy to metals, fatigue, pain, pelvic pain and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 624492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: three views of the left hand demonstrate normal position and alignment. There is normal ossification. No soft tissue" abnormalities are identified. No osseous abnormalities are identified. Concurrent conditions included back pain and pain in lumbar spine. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel, heightened all allergies"). In (B)(6)2008, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: hives") and pain ("whole body pain"). The patient was treated with surgery (to remove the essure implant/tubal ligation). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, allergy to metals, urticaria, fatigue and pain outcome was unknown. The reporter considered allergy to metals, fatigue, pain, pelvic pain and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet and mr received, new reporter, patient demographic, patient concomitant condition, lab data ,essure indication, lot number, start stop date and event allergic or hypersensitivity reaction type: nickel, heightened all allergies, rashes or skin conditions type: hives and whole body pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.